Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer current blood glucose level was 485 mg/dl and 356 mg/dl at the time of incident. Customer treated with manual injection. Customer stated the other blood glucose was 543 mg/dl, 322 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.